Event description:
It was noticed that ever since the suction bovie was switched over to this brand that it has not done a good job with evacuating the bovie smoke. The scrub tech in the room has reported that she feels like she is inhaling the equivalent to a lot of "cigarette smoke". The smoke evacuator is turned up to the highest evacuation setting and it does not seem like it is evacuating the smoke very well. The doctor also complained having a issues with this particular brand of suction bovie.